Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd minibore bi-fuse ext set 2cc experienced leakage. The following information was provided by the initial reporter: leaking extension set during administration of medication in day oncology unit, at point of bifurcation.

Manufacturer narrative:
Investigation summary: a mp2202c-0006 sample was not available for investigation; and, the lot number of the complaint sample was reported unknown. The feedback provided by the customer suggests leakage was detected from the tubing to tubing connector of the extension set, however no photographs were available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported that the bd minibore bi-fuse ext set 2cc experienced leakage. The following information was provided by the initial reporter: leaking extension set during administration of medication in day oncology unit, at point of bifurcation.